Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional for a clinical study reported inflammation at the lead at an examination on (B)(6) 2016. It was noted the event was related to the device or therapy, but not related to the implant procedure. The event led to antibiotic therapy on (B)(6) 2016 and resolved without sequelae on (B)(6) 2016.